Event description:
This was a left-sided lead extraction conducted in the ep lab to remove a non-functional rv-sjm ICD lead (unknown model# & age). The patient and the lab were prepared per hrs guidelines. The md opened the pocket and prepped the rv lead with a lld-ez. Lasing began @ 40htz with a 14f glidelight encountering moderate adhesions in the scv. Adhesions encountered while lasing over the proximal coil and lasing was stopped between the two coils and assessed the patient's vitals and fluoroscopy. Lasing resumed crossing the distal coil but not crossing the valve and the lead released with minimal traction. The lead was removed as well as the 14f glidelight sheath. Soon after this extraction the patient's abp began to slowly decline. The md performed a pericardiocentesis yielding approximately 200ml. The patient stabilized and was deemed able to be transported back to inpatient status. Later that evening the patient's pressure began declining again. The patient was taken back to the ep lab where another pericardiocentesis was performed yielding approximately 150ml. The patient recovered with no other reported interventions needed. The md felt as though the bleeding was coming from the apex and was not related to the use of the laser.

Manufacturer narrative:
This was an extraction of a sjm 1580 riata dual coil ICD (approx 36 mths old) which included the addition of a visisheath - m over the 14f glidelight laser sheath. The male patient was (B)(6), not (B)(6) as initially reported.

Manufacturer narrative:
Device discarded after use.